Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge and infusion set luer lock could not screw on straight. The infusion set was changed and insulin delivery was resumed. Blood glucose level could not be recalled.